Event description:
It was reported that the balance middleweight universal ii guide wire becomes caught with another device in the guide catheter before advancing into the vessel. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire interacted with another device while within the guide catheter, resulting in the reported difficulty during advancement and removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3: date of event estimated. D4: the UDI is not known as the part and lot number were not provided.